Manufacturer narrative:
The product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 80-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient developed bleeding and coagulopathy. Bleeding noted to right groin (prior iabp site), right axillary incision, nose, and mouth. The patient was on a heparin drip at 500u/hr with supratherapeutic partial thromboplastin time (ptt). Heparin was held and blood products were given: 2 units packed red blood cells (prbcs) and 3 units of fresh frozen plasma (ffp). The bleeding subsided and the heparin drip was restarted. Three days later, the patient had a few short episodes of ventricular tachycardia (vt). The impella was noted to be deep on echocardiogram, so was pulled back 4.4cm, which resolved the issue. The following day, the hemoglobin dropped below 9. One unit prbcs was given. Platelets was 75. Some oral bloody secretions noted. Almost five days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.6lmin as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
Corrected data: d4 serial and UDI numbers updated/corrected. Investigation summary: major bleed/access site adverse event: the cause of major bleed/access site adverse event was most likely patient condition related since the patient had coagulopathy condition. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Epistaxis: the cause of epistaxis the can not be determined as insufficient clinical details were provided. Tachycardia: the cause of tachycardia the can not be determined as insufficient clinical details were provided.